Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket a2 was overfilled. A field service engineer re-released the pockets and advised customer to contact pharmacy to open pocket to get replaced then resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.2 was failed when try to non-narcotic procedure. The customer stated that there was a delay in dispensing medications to patient. The customer stated that the malfunction occurred when user trying to remove medication for the patient since users had to go to another station and pharmacy to get the medications. There were no adverse events or injuries reported based on this event.